Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log confirmed the customer¿s report of frequent occlusion alarms. No prior repair history was identified within the previous 12 months. Visual inspection revealed bubbling in the downstream occlusion (dso) sensor seal. Functional testing was performed, and the occlusion pressure was measured and found to be within specification, with no additional abnormalities detected. The reported issue was confirmed, and the dso sensor seal was replaced. Following the repair, the device successfully passed all functional and accuracy testing.

Manufacturer narrative:
B3. Date of event is unknown. E1. Initial reporter phone (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump displayed an error message indicating that the solution could not be delivered during patient use at the facility. There was no patient harm or adverse event reported.